Event description:
User facility reported that the attempt to loosen the lock on the endotracheal tube to allow passage of a suction catheter. The lock on the tube holder on the endotracheal tube was difficult to unlock. As a result of the unlocking attempt the tube became dislodged and pt was extubated. According to rptr, the pt required re-intubation. No permanent adverse effects reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a f/u report detailing the results of the eval.